Manufacturer narrative:
On (B)(6) 2018, it was reported that the handle was stuck on the unit and shaft was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the handle won¿t attach and the frame was bent and the roller, worn bushings, worn side plates, damaged comb, and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was out of specification but produced a passing sample mesh. The roller, gear, and ratchet gear were all visibly damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, ratchet gear, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the handle was stuck was unconfirmed since during the product review the technician could not replicate the reported event. However, it was noted that the ratchet gear was damaged. The reported event that the shaft damaged was confirmed since during the product review it was noted that the roller was visibly damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the roller, gear, and ratchet gear were all visibly damaged. It is unknown with the information that was provided how the reported event occurred. In addition, he technician could not replicate the reported handle being stuck on the unit issue. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the handle was stuck on the unit and shaft was damaged. The event occurred after surgery while reprocessing. No harm reported and no delay. No adverse events were reported as a result of this malfunction.